Manufacturer narrative:
Additional device listed in this report:unkown head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
Patient shoulder was painful when doing activities of daily living.